Manufacturer narrative:
A graphic user interface (gui) and a breath delivery (bd) printed circuit board (pcb) were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed and found the screws on the over mold side of the cable were broken, resulting in that the cable could not be tightened on to the backplane pcb of the ventilator. The returned components were installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was isolated to the broken screws; however, the origin is unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during preventative maintenance, a graphical user interface (gui) screen on a 980 ventilator was flickering. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found that the gui to the main backplane cable was loose and both retaining screws were broken. The se replaced the gui to breath delivery unit (bdu) cable and main backplane. The se performed calibrations and extended self-testing on the device and all tests passed.